Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, made recommendations to the site regarding the care of the systems overnight; navigation systems should not be left in the on position overnight and should be re-booted at the start of each day. System is functioning properly. No further issues have been reported. No parts have been returned to the manufacturer for analysis. Software investigation completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported a navigation system that displayed black screens in the morning; when the site coordinator moved the mouse the navigation system did not respond. It was noted the site did not turn their navigation systems off at night. A system re-boot successfully restored normal function. There was no patient present when this issue was identified.